Event description:
B [background]: pt had a 1.9fr argon l-cath PICC [peripherally inserted central catheter] line placed on [redacted] at the r [right] knee. It had been infusing tpn/lipids [total parenteral nutrition]. Today, the bedside nurse alerted the rnts [rapid response nursing team/teams] that the dressing was no longer occlusive. A: rnts arrived at bedside prepared to do a dressing change. Once the dressing was removed, the rnts could see the saturated hub cushion which smelled like tpn. Upon further investigation of the line, the rnts could see a pin-prick rupture at the junction of the catheter and purple sheath. Bedside rn notified medical team of ruptured catheter and need for new PICC. Mom was at bedside and able to consent. Order placed for new PICC line. Rnts able to cut line and re-wire catheter and replace with new PICC line. R: compare lot number of this catheter with other recent catheter ruptures and contact manufacture to update. Second PICC from same lot broken. Catheter brand: l-cath argon, catheter lot number: 11601469, catheter expiry date: 12/6/2027. We have had multiple incidents with tears in specifically our 1.9 fr argonn lines. This is being reported out to the manufacturer, and we will continue monitoring for additional incidents.